Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed air bubbles along the cartridge tubing and the infusion set tubing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer primed the air bubbles to resolve the issue.